Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A customer reported a case of leaking trocars during a vitrectomy for retinal detachment. The issue happened at time of insertion of the first and second trocar, the eye became soft and it had to be inflated by starting the infusion. With some trocars when the infusion was on the fluid jetted out through trocars like an open sclerostomy. The procedure was completed without delay or patient harm. Additional information has been requested and received. This is one of three reports being filed for this facility. This report refers to one of the cases that happened on (B)(6) 2015.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, four 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots.